Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range of 80 to 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 137mg/dl and 126 mg/dl. The product is stored in the living room. The test strip lot manufacturer's expiration date is 05/26/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (unable to see the date/time due to vision impairment): (B)(6).